Event description:
A patient reported through the (B)(6) that the device charger melted while charging for 8 hours. Evaluation summary: the patient was advised by the nurse not to recharge the new battery on the bed "due to the high risk of fire." The patient was advised to place it on a table to recharge. The patient verbalized an understanding of the directions. Device manufacture date: 12/2009. (B)(6).